Manufacturer narrative:
Samples received: 3 unopened packs. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock received 3 closed samples. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements: 0.191 kgf in average and 0.162 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: germany. It was reported that the thread broke when removing the suture from the package.